Manufacturer narrative:
Based on the results of the investigation, could not specify the cause of occurrence from the obtained information. However, it was possible that a high-energy endo therapy accessory (laser, radiofrequency, etc.) May have been used without sufficient distance from the distal end. A definitive root cause of reported issue could not be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. The suggested event can be detected and prevented in accordance with the following instructions for use (IFU): instruction manual gif-hq190 operation manual chapter 3 preparation and inspection: 3.3 inspection of the endoscope. Instruction manual gif-hq190 operation manual chapter 4 operation: 4.3 using endo therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the plastic distal end-cover had a burn. There were no reports of patient involvement.